Event description:
The customer reported following deployment procedure that the (rcfa) right common femoral artery was unable to be palpated. Preprocedure the pulse was palable. Post procedure no longer palable, however dopplerable. The (dpa) doral ridalus artery dopplerable preprocedure, no chance at post procedure. Cms (circulation, movement, sensation) of the rle (right lower extremity) unchanged post procedure from preprocedure. Ultrasound showed possible vasoseal plug extending intraluminal causing partial occlusion of rcfa. Doppler study showed preocclusive signs above insertion site. Below insertion site low resistance and surgery consulted for removal. Heparin given. Infusion initiated. Pt to surgery for vasoseal collagen plugs removal. Pt stable. No other complications.